Event description:
It was reported that the patient had the artificial urinary sphincter removed due to a urinary tract infection which caused the device to not be used normally. The cuff could not be deflated normally as the pump body failed. The patient had difficulty with urination. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of incontinence is a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to a urinary tract infection which caused the device to not be used normally. The cuff could not be deflated normally as the pump body was no longer operating. The patient had difficulty with urination. No further patient complications were reported.

Manufacturer narrative:
Upon receipt of this artificial urinary sphincter (aus) at our quality assurance laboratory, the components underwent a thorough analysis. The pump, cuff, and balloon components were visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified. The balloon did not pass functional testing due to high pressure. Inspection of the remainder of the device revealed no other damage or irregularities that would affect its functionality. Based on the information available and analysis results, the reported device allegations of a mechanical issue and deflation issue were able to be confirmed as the balloon high pressure issue would contribute to the reported device issues. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device and cause traced to component failure were assigned to this investigation.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of incontinence is a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to a urinary tract infection which caused the device to not be used normally. The patient had difficulty with urination. No further patient complications were reported.